Manufacturer narrative:
As device is in specification, root cause cannot be linked to our product. From the information reported, our assumption is that the incident may due to the pin placement. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head.

Event description:
Customer service was contacted on (B)(4) 2016. Customer states the patient was pinned then positioned prone. Unlocked connections to readjust the patient position. When reconnected, patient slipped out of pins. Laceration 1.5" left scalp. The complete doro system was used with mayfield/integra skull pins. Surgeon and the rn verified the lock in proper position.